Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that at pre-discharge check post implant the right ventricular lead exhibited high thresholds and undersensing. X-ray confirmed the lead had dislodged. The lead could not be repositioned due to a suspected helix anomaly. The lead was explanted and replaced on (B)(6) 2014.